Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet and temporarily disconnected the pump, administered a subcutaneous insulin injection by pen, then performed a supply change; the highest reported glucose was 345 mg/dl, and near the end of the call glucose was in the low 80s with soda available as a precaution. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication and a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.